Event description:
It was reported that the patient presented in operating room after complaining the pacemaker had flipped in the pocket. The device was migrating due to being loose in the pocket; x-ray revealed the patient was not a twiddler. A pocket revision was scheduled and performed. The patient tolerated the procedure well and was stable before, during, and after.